Event description:
The patient submitted online: "I have an enterra neurostimulator that was implanted in (B)(6) of 2023. It was a replacement from my first implant in 2016. I began feeling more and more nauseous in (B)(6), that turned into multiple times a week vomiting and have felt what mimics a charley horse at the sight of it. I've had an xray that showed the leads were intact and my doctor's office thinks it should be interrogated for battery, the device itself or if it needs adjusting. The surgeon is in (B)(6) but I am in (B)(6). They recommended checking with you to see if there is any provider nearby that could do this before I make the trip out there. Can you help me find someone closer by?" Patient was directed to (B)(6). If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".